Event description:
The customer reports that the catheter kinked upon insertion and was unusable. A delay in therapy was reported without incident.

Manufacturer narrative:
Qn#(B)(4). The customer returned one ra catheter assembly for analysis. Signs-of-use in the form of biological material were observed inside the needle hub. Visual examination of the returned sample revealed that the guide wire was unraveled from the distal end. Additionally, the guide wire was fully deployed through the tubing and the needle assembly. The catheter was also deployed off the needle cannula but had become stuck over the unraveled guide wire. Microscopic examination revealed that the distal weld on the guide wire had separated from the core wire. Despite this, the weld was still attached to the coils. The point of separation on the core wire appeared tapered and slightly discolored. Visual analysis of the catheter revealed a small bend on the catheter body; however, this does not constitute as a kink. The guide wire outer diameter measured .39mm, which is within the specification limits of .381mm-.404mm per the guide wire product drawing. The catheter length according to measurement b on the catheter over needle graphic measured 2.437", which is within the specification limits of 2.43"-2.445". The guide wire was gently retracted back through the needle cannula. Despite being unraveled, the guide wire appeared to pass through the needle will minor resistance. Any resistance was likely due to the unraveled portion of the guide wire and/or dried biological material. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed". The IFU also cautions, "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of an unraveled guide wire was confirmed though complaint investigation. Visual examination revealed that the distal weld had separated form the core wire but was still attached to the coils. The guide wire and the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant issues. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates arterial - swg (spring wire guide) - unraveled.

Event description:
The customer reports that the catheter kinked upon insertion and was unusable.a delay in therapy was reported without incident.